Event description:
It was reported that during a lap sigma procedure, hand activation did not function at all. Another device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
The instrument was returned with a loose mount. The hand piece was tested on a generator and found to be not functional. It no longer meets design specifications for continuity. The hand piece was disassembled, a torn acoustic isolator and moisture ingress were found in the instrument. Possible causes of continuity: causes that may contribute to this are pinched wires during manufacturing, poor soldering of wires in cable assembly, dropping of instrument, excessive bending and twisting of cable and/or connector, or end of instrument life.